Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There were no button error alarms during testing. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose was unknown. The customer's blood glucose at the time of alarm was 114mg/dl. Customer states their key pad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.